Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv leaked from the y site. The following information was provided by the initial reporter: on 02-mar-2023, product surveillance received a report from a pharmacy manager. It was reported that a couple of weeks back they had a patient who received zosyn, from baxter, and lasix drip, vial y site. The nurse noticed white participation in the y site. Of note, the same y site was used few hours to infuse lr fluid.

Manufacturer narrative:
Correction: b5: date of death na there was no death associated with this complaint so there was no date of death. H6: investigation summary no product ( mat # 2420-0007 ) was returned by the customer. Photos representation was provided for the complaint. It was reported by the customer that the set was leaking on the y site. The photos could not verify the complaint. The root cause cannot be determined without the physical sample for investigation. A device history record review for model 2420-0007 and lot number 22125447 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could be unknown as no sample received.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv leaked from the y site. The following information was provided by the initial reporter: on 02-mar-2023, product surveillance received a report from a pharmacy manager. It was reported that a couple of weeks back they had a patient who received zosyn, from baxter, and lasix drip, vial ysite. The nurse noticed white participation in the y site. Of note, the same y site was used few hours to infuse lr fluid.